Event description:
It was reported upon examining the instruments prior to the case, the tip of the depth gauge was fractured. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h6. Visual examination of the returned product identified device is confirmed to be fractured at the 10mm depth mark. The handle end and depth gauge end both have nicks and scratches. No other damage was noted. Fracture analysis has been previously analyzed for this fracture location where bending overload was identified as the mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.